Event description:
Reporter indicated pt developed wound dehiscence and experienced generator extrusion approximately 3 months post implant. Add'l info rec'd from implanting surgeon indicated that the superior edge of the generator incision scar opened. Pt was prescribed clindamycin. The incision scar was treated with hydrogen peroxide and wet to dry sterile dressings at multiple office visits. Wound cultures yielded staph epidermis. Pt underwent surgery to close wound dehiscence and reposition generator. Wound was irrigated multiple times. The generator was repositioned within the pocket and the wound was closed. There was no evidence of infection visualized inside the wound.

Manufacturer narrative:
Manufacturing records for both the pulse generator and lead were reviewed. Review of mfg record for both the pulse generator and lead confirmed sterilization prior to distribution. Vns therapy system labeling lists infection as a potential adverse event, possibly associated with surgery.